Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that device had persistent downstream occlusions during priming. Master complaint file was documented under (B)(4). No patient involvement.

Manufacturer narrative:
D9: device received on 11/10/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found did not confirm the customer complaint. It was found that there was a cracked downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.